Manufacturer narrative:
Block h6: imdrf device code (B)(6) captures the reportable event of balloon pinhole in the esophagus. Block h11: investigation results the returned cre pr wireguided dilatation balloon was analyzed, and a visual inspection found no physical damage on the device. Functional inspection found that the balloon was inflated without any problem; however, it was not able to hold the pressure due to it had a pinhole, located approximately at 14 mm from the tip of the device. Microscopic inspection shows evidence of pinhole. No other problems with the device were noted. With all the available information, boston scientific concludes the reported event of balloon pinhole was confirmed. The returned balloon was found to have a pinhole located approximately at 14 mm from the tip of the device. It is possible that the pinhole found in the balloon occurred due to procedural factors such as excess of pressure, interaction with other devices, or anatomical conditions. Also, it is possible that interaction with a sharp surface during or previous the procedure, could have caused the problem found on the distal section of the balloon. Therefore, the most probable root cause is an adverse event related to procedure. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint.

Event description:
It was reported to boston scientific corporation that a cre pro wireguided dilatation balloon was used during a dilatation procedure to treat stricture performed on (B)(6) 2026. During the procedure, it was reported that the balloon passed through the stricture. However, a leak was observed on the endoscopic monitor due to a pinhole in the balloon. The device was removed, and the procedure was successfully completed using a second cre pro wireguided dilatation balloon. The anatomy location of the procedure is unknown and is being reported as the pinhole may have occurred in the esophagus. There were no patient complications reported due to this event and the patient's condition at the conclusion of the procedure was reported to be fully recovered.

Manufacturer narrative:
Block h6: imdrf device code a041001 captures the reportable event of balloon pinhole in the esophagus.

Event description:
It was reported to boston scientific corporation that a cre pro wireguided dilatation balloon was used during a dilatation procedure to treat stricture performed on (B)(6) 2026. During the procedure, it was reported that the balloon passed through the stricture. However, a leak was observed on the endoscopic monitor due to a pinhole in the balloon. The device was removed, and the procedure was successfully completed using a second cre pro wireguided dilatation balloon. The anatomy location of the procedure is unknown and is being reported as the pinhole may have occurred in the esophagus. There were no patient complications reported due to this event and the patient's condition at the conclusion of the procedure was reported to be fully recovered.